Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, drawing, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, the root cause was determined to be user error. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, drawings, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, contraindications, warnings and instructions. The instructions for use (IFU) that accompany the device indicate that the "cook chest drain valve is intended for use with a pleural drainage catheter to help remove air from the pleural cavity." The valve "can be used for transport of patients who need to have pleural drainage catheters in place for longer durations." "It pushes open, allowing air to flow out of the pleural space, and then closes to prevent air from reentering." The IFU precautions state to "secure connecting tube to valve end with direction arrow pointing away from chest, or the device will not function properly." The instructions state "note: correct placement and operation is achieved when the arrow on the valve points away from the patient's chest." Based on the information provided, and a thorough review of the device instructions for use, user error and failure to follow instructions caused the event. We will continue to monitor for similar complaints.

Event description:
Customer reported that a chest drain valve was used in conjunction with a chest tube for drainage of a pneumothorax. The device is packaged separately in a chest tube insertion kit. The device was incorrectly attached to the chest tube in a reversed / backwards orientation. The patients existing pneumothorax was not resolving after four days of attachment to the chest tube and water-sealed drainage system. A surgeon observe that the device was incorrectly attached. The device was not removed; the surgeon attached the chest tube back to the water-sealed drainage system with suction. The patient's pneumothorax resolved within 24 hours. This event resulted in an additional hospital stay of "a couple of days." The patient was discharged three days after the physician identified and corrected the misplaced device. The reporter states that the device was not needed because the chest tube was connected to a water-sealed drainage system. The reporter also states of the device that the staff "were not aware of its purpose" and added that the staff "thought that it was just a connection piece." The physician opines that the event "could have caused great harm to patient, possibly creating a tension pneumothorax." The instructions for use (IFU) that accompany the device indicate that the "cook chest drain valve is intended for use with a pleural drainage catheter to help remove air from the pleural cavity." The valve "can be used for transport of patients who need to have pleural drainage catheters in place for longer durations." "It pushes open, allowing air to flow out of the pleural space, and then closes to prevent air from reentering." The IFU precautions state to "secure connecting tube to valve end with direction arrow pointing away from chest, or the device will not function properly." The instructions state: "note: correct placement and operation is achieved when the arrow on the valve points away from the patient's chest."